Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. If explanted, give date ¿ the locking bar is a subcomponent of the tibial tray; the locking bar was replaced but the tibia tray remains implanted. The locking bar is a subcomponent of the tibia tray; the locking bar fractured but the tibial tray did not. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿ number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-03561 / 1825034-2016-03563). Product location unknown.

Event description:
Patient underwent a left knee revision procedure approximately 11 years post implantation due to a fractured locking bar and poly wear. The bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant product(s):- palacos bone cement - catalogue 424810 lot 003647 1. Max tib brng - catalogue 11-146150 lot 750120 1. Maxim fml - catalogue 140072 lot 605860 1.